Event description:
It was reported that the patient was found dead in their house with their left ventricular assist device (lvad) still running on (B)(6) 2022. When the patient was found, the patient's system controller was displaying low flow and low voltage alarms. The official cause of death was ischemic cardiomyopathy. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ischemic cardiomyopathy and patient outcome could not be conclusively determined through this evaluation. Additionally, the extracted log files from the returned system controller confirmed low flow alarms; however, a direct cause for the alarms could not be conclusively determined through this evaluation. The extracted controller event log file contained data during patient support from (B)(6) 2022. The log file captured the flow operating within its baseline range until (B)(6) 2022 at 19:59:39 when flow decreased. A sustained low flow alarm was ultimately captured on (B)(6) 2022 at 20:09:52. The flow was recorded at 0 liters per minute (lpm) on (B)(6) 2022 at 06:38:54, and remained at 0 lpm for the duration of the log file until support was discontinued. The pump appeared to operate as intended at the set speed for the duration of the log file. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. G) is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The system monitor section describes the pump flow display (B)(6)) and the hazard alarms ((B)(6)). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (B)(6)). No further information was provided. The manufacturer is closing the file on this event.